Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an MRI where the device was placed into surescan mode, the ra and right ventricular (rv) leads exhibited variability in the r and p waves. Additionally, further noise was observed on the ra lead. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.